Event description:
Dr implanted the charite disk at s1/l5 level in 2005. Two weeks later, it slipped out, causing unbearable pain and damage not only at si/l5 but also above, at l4/15. The next month, dr removed it and performed repair and a fusion at s1/l5. I am in constant pain since then, and need another revision performed by another dr in 2006. I have extensive nerve pain and constant pain.